Event description:
It was reported that an ilet user received only 17 percent of a meal dose after a high-carbohydrate meal, which led to hyperglycemia; customer care reviewed logs that showed no occlusion or manual stop, guided tubing testing with visible drops, reconnection, and later a full supply change, and a lot number was provided. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information, with the medical device problem characterized as insufficient information and the device component not specified beyond insufficient information; field assessment suggested a likely transient motor stall related to a clogged supply that did not meet alert criteria, and the issue resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.